Event description:
Review of service data detected a reportable problem. During servicing, belt sn (B)(4) failed the incoming pulse lead hi-pot test. The last patient to use this belt did not report any deficiencies.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. As received, the electrode belt failed the pulse lead hi-pot test. Upon evaluation, there was a short inside the trunk cable. The cause of the test failure is the short inside the trunk cable. The cause of the short is a cut in the cable. The cause of the cut cannot be positively identified but is likely physical abuse. No adverse event resulted from the shorted wire inside the trunk cable. The last patient to use this belt did not report any deficiencies.